Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation of the patient for debridement and suturing, the doctor opened the device and found that the needle and the suture were separated (originally supposed to be worn together). The nurse immediately replace the device to complete the procedure.